Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 441 mg/dl. A system check was performed with tandem technical support and the occlusion alarm was verified. A supply change was performed resolving the issue.